Event description:
It was reported that during an unk procedure, the device did not fire. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results showed that the tx60b device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each reload is 100% inspected through an automated vision system to verify staple presence prior to shipment. The batch record was reviewed and no anomalies were noted during the mfg process.